Event description:
No additional information was received.

Manufacturer narrative:
Analysis of the lead (lot no. Va1njz5) found no significant anomaly; there was suspected bodily fluids in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va1njz5, implanted: (B)(6) 2018, explanted: (B)(6) 2018, ubd: 02-aug-2020, UDI#: (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient's lead resistance was too high. It was replaced with a new lead. The patient was currently hospitalized for observation. The cause of the issue was unknown. The patient was hospitalized under observation. No patient symptoms or further complications were reported as a result of this event.